Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. A sensor output test was performed and the sensor was found to be within specification. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and the iab fully inflated. No alarm sounded from the pump. An evaluation of the product was unable to duplicate the reported problem. The product performed according to specification. The reported events cannot be confirmed by the evaluation. A device and lot history record review and trend evaluation was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint # (B)(4).

Event description:
Spoke with (B)(6) and dr. (B)(6) regarding blood pressure readings on the pump with the patient in standby mode. Dr. (B)(6) was concerned with the extreme drop in systolic pressure. In standby mode, the systolic blood pressure was 110-130, with assisted pumping the systolic blood pressure was in the 60's. We discussed the augmentation at 110 and the map in the 70's. He was concerned with the large decline in systole and would like the balloon looked at because it did not appear to fully inflate.